Manufacturer narrative:
The insulin pump was functioning properly during rewind, basic occlusion, occlusion, prime, compromised force sensor system, no delivery, and displacement tests. The insulin pump was received with cracked case at the display window corners and cracked battery tube threads. (B)(4).

Event description:
Customer's husband reported via phone call that they are having issues with the insulin pump. Customer's husband stated that during a bolus delivery the customer's blood glucose level is still high. Customer's blood glucose level was 490 mg/dl. Customer refused to troubleshoot and asked for replacement. Customer's husband was advised that the device would be replaced and agreed to return the product for further analysis.